Event description:
The pt was undergoing a maxillomandibular facial fracture repair when the screw head broke off while the screw was being inserted into the patient's bone. The screw shaft could not be removed from the patient and was left in to avoid further injury to the patient. According to the vendor (present in the or at the time of the event), no unusual surgical technique was applied during this procedure.======================manufacturer response for implant, imf self-drilling screw 2.0 x 8mm (per site reporter).======================vendor was in the or at the time of the event. Thank you.